Event description:
Customer reported the defibrillator did not display any electrocardiogram data when connected to the pt for a diagnostic monitoring procedure. No adverse pt outcome. Svc rep unable to duplicate reported condition. Proper operation of the device was confirmed.